Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) to breath delivery (bd) cable. The ventilator passed calibrations, extended self tests (est), and short self tests (sst). The se advised the biomed to run ventilator for 48 hours prior to patient use.

Event description:
The customer reported, during patient use, the ventilator stopped ventilating. The patient was removed from the ventilator. The patient was not harmed as a result of the event.